Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-01133. It was reported the scs system was unable to provide effective therapy to the patient's desired pain pattern. In turn, multiple reprogramming attempts did not resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted and replaced with a new scs system.